Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. No magnet response was noted and interrogation was unsuccessful. The device was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
New information received notes that there was a loss of inductive and radio frequency telemetry noted.

Event description:
New information received notes that there was premature battery depletion alleged.

Manufacturer narrative:
The reported events of premature battery depletion, no magnet response, no rf telemetry and no inductive telemetry were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Corrective actions have been taken to address the issue. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.